Event description:
Disassembly of the humeral head at 3-months post-operative. Revision surgery is scheduled for (B)(6) 2012. Pt has no pain.

Manufacturer narrative:
Add'l info has been requested regarding complaint and the identification of implanted device. This is the initial report submitted regarding this surgical event and medical device.